Event description:
The customer's husband reported that the customer was hospitalized for blood glucose levels above 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the husband didn't have the tubing clamp for the high pressure test. Found that the basal rate and bolus delivery did not match with the daily totals. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.